Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 8300ab which is marketed in the u.s. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification as the device was not returned to edwards to evaluation, the root cause for the calcification, leaflet motion restriction, severe stenosis, and regurgitation remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards was notified that a clinical trial subject with a 23mm pericardial aortic valve expired due to cardiac arrest. A tee performed four days before the patient's death and showed the 23mm valve had calcification, leaflet motion restriction, severe stenosis, and regurgitation, requiring a valve replacement. The patient expired before the valve could be replaced. The implant duration was approximately four (4) years and two (2) months.